Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that there were recurring multiple pump error alarms on the insulin pump. Customer also reported issues with a frozen screen and unresponsive keypad. Blood glucose level at the time of the incident was 86 mg/dl. No symptoms or treatment of patient required. Troubleshooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump was received with a blank display, fault isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test or verify pump error 15 alarms, pump error 13 alarms, frozen screen, or unresponsive keypad due to blank display.